Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient's stimulation decreases by itself. It was determined that the patient's system is autoreducing. As a result, surgical intervention may be taken.

Manufacturer narrative:
Additional information was received: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received patient had a revision surgery on (B)(6) 2019 where the penta lead was removed from the header of the ipg and is currently inactive, the surgeon also added a new lead. Therapy was restored post procedure.